Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 49 mg/dl. The customer was treated for the low blood glucose with food. The customer stated the reservoir is showing more insulin than what is shown on the status screen. The customer was assisted with trouble shooting and the insulin pump passed the displacement test.